Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for analysis. Definite signs of use were observed within the extension line and on the catheter body. Visual inspection of the returned sample revealed that the proximal (white) extension line was separated adjacent to the luer hub. Microscopic examination confirmed the damage and revealed that the edges were jagged, and portions of the extension line extrusion were within the luer hub. The damage is consistent with a manufacturing molding issue. The separation in the extension line measured 4.25197", from the junction hub. The total length of the extension line should be within the specification limits of 4.063" - 4.313" per proximal extension line product drawing, which means the separation happened right at the proximal end of the extension line. The extension line outer diameter measured 0.0951", which is within the specification limits of 0.093" - 0.097" per the extension line product drawing. The extension line inner diameter measured 0.057" which is within the specification limits of 0.055" - 0.059" per the extension line product drawing. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for material c-15802-030a, batch 13c23h1605 in regard to "extension line luer hub separation in use". The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization. Should be obtained and further consultation requested. The report of a separated extension line from the luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the proximal line had separated directly adjacent to the luer hub, and portions of the extension line remained within the luer hub. The damage is consistent with a manufacturing molding issue. Based on the information provided and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "line was inserted on (B)(6) 2025. On (B)(6) the nurse was in the patient's room and patient moved his arm and the white extension line hub came off of the extension. The nurse stated that the patient's arm was not impeded by anything and that he just moved it. The infusion in the line was heparin. The nurse applied a hemostat to the extension line to ensure a redundant clamp. Some damage may be visible where the clamp was applied. Patient was reported as in a confused state." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "line was inserted on (B)(6) 2025. On (B)(6) the nurse was in the patient's room and patient moved his arm and the white extension line hub came off of the extension. The nurse stated that the patient's arm was not impeded by anything and that he just moved it. The infusion in the line was heparin. The nurse applied a hemostat to the extension line to ensure a redundant clamp. Some damage may be visible where the clamp was applied. Patient was reported as in a confused state." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).